Event description:
During an upper endoscopy procedure the physician used a cook endoscopy triclip endoscopic clipping device. The device was advanced into the antrum of the pt's stomach to treat a bleeding ulcer. At this time, the handle separated, rendering the clipping device inoperable. The clipping device was withdrawn from the endoscope. The procedure was completed by injecting the bleeding ulcer. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Eval: our eval of the returned device confirmed the report. The handle has separated, rendering the clipping device inoperable. No other observations were noted. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve mo complaint history for this prod family was conducted. Based on this report, the likelihood of this type of occurrence is rare. Conclusions: this device was used through an endoscope that has an accessory channel diameter of 2.8 mm. This is against the instructions for use and is the most likely contributor for this observation. The instructions for use for this prod line contains the following info: "the coordination of accessory channel size with compatible devices is essential in obtaining optimal results during the procedure. Please refer to the prod package label for the minimum channel size required for this device." The prod package label indicates that this device is compatable with endoscopes that have a minimum accessory channel size of 3.2. If the devices are used with an endoscopy that has an accessory channel smaller than 3.2mm, this could cause an increase in friction between the inner and outer catheters. This increase in friction can encourage an application of excessive pressure to the handle, contributing to handle separation. A separated handle can occur if the luer lock is not properly connected to the handle after exposing the clip for deployment. Failure to make this connection secure can cause the handle to separate if the device is held at an angle and excessive pressure is applied to this portion of the handle assembly. The instructions for use for this prod line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. This clipping device expired in 2007. The date of this occurrence was requested but was unable to be provided. The date this info was provided to us is 2008. This suggests the date the prod was used may have been post exp. Prior to distribution, all triclip endoscopic clipping devices are subjected to a visual inspection and functional test to ensure device workability. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective actions: a corrective action has been implemented to reduce occurrences of handle separation for the triclip endoscopic clipping device. This prod was mfg prior to implementation of this corrective action. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this calculation, no action is warranted at this time. No further action is warranted at this time because the info provided indicated the prod was use in contradiction with the instructions for use. The likelihood of this type of occurrence is rare. Customer qa will continue to monitor for complaint trends.